Event description:
Non-activated cidex activated dialdehyde (ad) solution was possibly used to process instruments for patient uss. When the this incident was discovered, a new case of cidex ad was opened and activated for further use. The facility reported that they received a case of cidex ad without the activators. The worker assumed that the solution did not require the activator. No reports of patient injury have been received.